Manufacturer narrative:
Analysis of the pump revealed ¿no anomaly found¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. On (B)(6) 2018 the pump was received by the manufacturer with no information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving bupivacaine (10 mg/ml at 4.998 mg/day) and morphine (10 mg/ml at 4.998 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the patient had not been getting good relief since she had her prior pump replaced on (B)(6) 2018. The patient was getting good relief prior to the replacement. It was also reported that the pump site looked irritated. The pump logs were checked and there were no alarms or anomalies. Today ((B)(6) 2018) they were doing a dye study. If they were able to aspirate they would inject the dye and they were considering filling the pump with new drug. Additional information was received on (B)(6) 2018 and it was reported that they were able to aspirate the catheter and the catheter was found to be patent. Also, the volume in the pump reservoir was the same as the expected volume. The drug was not changed. After the dye study, the catheter was primed via a priming bolus using the catheter volume only. The reason for the skin irritation was unknown and the cause for the patient experiencing less pain relief than before was not determined. No further complications have been reported as a result of this event.